Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump¿s keypad was not responding and buttons were hard to press. The customer stated they had a difficult time stopping the bolus delivered because no matter which buttons to press, it did not respond. The customer stated the reservoir retainer ring had a small crack and chipped off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.